Manufacturer narrative:
H6: investigation summary: photos from several labels received by our quality team for investigation. Through visual inspection, all information was verified to be properly printed and complete per the approved graphics. A device history review was performed for lot 2302012, no deviations or non-conformances were identified during the manufacturing process related to the alleged defect. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Single use symbol is not included in graphics for bulk nonsterile product. Although ce mark is owned for this bulk nonsterile reference, it is established in label syringes must be sterilized before use. Additionally, this product is produced in bulk and not sterilized by bd, it is the responsibility of whomever sterilizes the product to include those graphics within the labeling in order to meet label compliance requirement. Based on our investigation and sample evaluation, no product defect was observed.

Event description:
It was reported while using bd syringe non sterile 50ml CT the label was missing information. There was no report of patient impact. The following information was provided by the initial reporter: we have raised complaints relating to the labels for multiple products that have not been addressed. Please note that we are still finding the same information missing from the product labelling on the incoming inspection checks and that no corrective actions have been implemented since we have raised the complaint in the first instance. As a procedure pack manufacturer we are obliged to ensure that components that we include in our trays are ce marked and meet MDR / mdd requirements where applicable and this also includes product labelling. Please note that we have identified that the following products do not meet applicable labelling requirements, and that there is an essential information missing from the labels of the products that we have received: 1. The EU authorized representative is missing from the label however it is a requirement for this information to appear on the label if the legal manufacturer is located outside EU. 2. The single use symbol is missing, please clarify.

Event description:
It was reported while using bd syringe non sterile 50ml CT the label was missing information. There was no report of patient impact. The following information was provided by the initial reporter: we have raised complaints relating to the labels for multiple products that have not been addressed. Please note that we are still finding the same information missing from the product labelling on the incoming inspection checks and that no corrective actions have been implemented since we have raised the complaint in the first instance. As a procedure pack manufacturer we are obliged to ensure that components that we include in our trays are ce marked and meet MDR / mdd requirements where applicable and this also includes product labelling. Please note that we have identified that the following products do not meet applicable labelling requirements, and that there is an essential information missing from the labels of the products that we have received: the EU authorized representative is missing from the label however it is a requirement for this information to appear on the label if the legal manufacturer is located outside EU. The single use symbol is missing, please clarify.

Manufacturer narrative:
B3: date of event is unknown; awareness date has been used for this field. H3: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.